Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided the clinical root cause of the reported tibial baseplate cement loosening and failure, cannot definitively concluded. Reportedly, ¿the cement was still attached to the tibial implant, but cement failed (loosened from tibial bone), it was not a s&n cement.¿ per email correspondence, the patient¿s current health status is ¿normal.¿ the patient impact beyond the reported device loosening and revision cannot be determined. No further clinical medical assessment can be rendered at this time. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to procedural variance or an issue with the associated cement. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2014, the tibial baseplate became lose, the cement was still attached to the tibial implant but cement failed (loosened from tibial bone), it was not a s&n cement. This adverse event was solved by tka revision surgery on (B)(6) 2021, in which the original uni implants were removed. Current health status of patient is unknown.